Event description:
The customer used the device to check blood glucose and obtained a result of 594 md/dl. Insulin was given based on the doctor's previous instruction. Two hours later the device read 218 mg/dl. Patient was symptomatic for hypoglycemia and emts were called. They checked glucose and the level was 15 mg/dl. The emts treated patient with a glucose IV and took patient to the hospital. The hospital gave patient food. Controls were not used on the system. The device was replaced with new product and then authorized for return to the manufacturer for evaluation.